Event description:
It was reported that this right ventricular (rv) lead was explanted approximately 10 days after implant. There are no allegations against the product at this time. There was no replacement. No additional adverse patient effects were reported.